Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patients mother stated the sensor wire detached and remained in the skin at site of insertion. The patient's mother also reported a red bump at the site of insertion. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)